Event description:
It was reported that during a laparoscopic assisted radical vaginal hysterectomy procedure, the tip of the device was broken. Surgery was prolonged twenty minutes. Unknown how case was completed. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Information anticipated, but unavailable at this time.